Manufacturer narrative:
Date of initial report: 2017-06-12 date of follow-up report: 2017-08-04 one used ls1037 ligasure device was received, and an evaluation could not confirm the reported issue. Mechanical evaluation found the jaws opened and closed normally using the handle. The knife deployed smoothly using the trigger and cut with acceptable results. The investigation found the mechanical and sealing functions of the device to be within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device would not completely seal. Normal tones were heard. There was no patient injury, and another device of the same type was used to continue the procedure.

Manufacturer narrative:
Date of initial report: 2017-06-12. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported sealing was not complete and after sealing the jaws of the device did not open well.